Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor felt resistance at the right common carotid artery (rcca) and subclavian junction while using an r2p slender guiding sheath. There was no patient injury/medical or surgical intervention required. The patient was reported to be in stable condition. Additional information was received on 11sept2020. The procedure performed for the patient at the time of difficulty was for a stroke. There was difficulty noted while tracking from the subclavian to the rcca. The procedure was successfully completed with the reported device.